Event description:
Pt to or for right cataract surgery. Alcon "legacy" phaco emulsifier used. Pt acquired a corneal burn requiring suturing. Extend of damage unk at time of this report. Pt was referred to a retinal specialist.